Manufacturer narrative:
Batch review performed on 04-aug-2022 lot 181686: 15 items manufactured and released on 24-jul-2018. Expiration date: 2023-07-08. No anomalies found related to the problem. To date, 13 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 3 years and 6 months after the primary surgery, the patient came reporting pain due to a loose cup and the cause is unknown. The surgeon revised successfully the medacta cup and liner with competitor components and revised the medacta head with a medacta head.